Event description:
The event occurred on an unknown date involving a primary set, piggyback with backcheck valve, 3 clave y-sites, secure lock, 100 inch where the customer reported that the pump tubing is giving a "proximal line occlusion" error on several patients. They tried changing out the pump and it will still continue to read "proximal line occlusion¿. This has been ongoing for the last 3 weeks. This happened multiples times with several patient. They have not been able to infuse medications that should be infused via pump, and they have switched out pumps and still getting an error that says proximal line occlusion. There was no harm, however, it resulted in nurses having to stand at bedside ensuring medications were infused without a pump at a proper time without using a pump. Additionally, this continues to happen with the primary pump IV tubing. There was patient involvement and no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.